Event description:
Claimant claims in the complaint that the patient sustained injuries and that the injuries resulted from wear the product. There is no additional information in the complaint about the personal injury. The company has been unable to inspect the device. Because the matter is potentially in litigation, it has been turned over to outside counsel for further investigation.